Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead was capped due to an impedance decrease from 488 ohms to 266 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.